Manufacturer narrative:
Manufacturer ref# (B)(4). (B)(4). Summary of investigational findings: investigation is solely based on description of event, since no product was returned and no imaging provided. According to the complaint report, the filter penetrated the side of the sheath during the procedure. However, given the limited information provided, it would be inappropriate to speculate on what may have led to the reported penetration of the sheath. The root cause cannot be determined. Under normal conditions the sheath is strong enough to accomplish the procedure, but it is seen before that the sheath may kink, if exposed to extensive force, and the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: customer called me to inform that during the procedure the filter advanced outside the side of the sheath. As the filter was about to be deployed it punctured the side of the sheath and started to push through the side of the sheath. The filter had to be withdrawn from the patient. The filter was unable to be returned. Patient outcome: the patient did not experience any adverse effects due to this occurrence.